Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The trial patient reported that the trial lead wires were dangling. The patient had a trial put in on (B)(6) 2015 and they noticed that one of the wires was in their back dangling. The patient indicating that they were still kind of taped on but they were dandling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.